Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that insulin pump buttons were hard to press and also had motor error as well as pump errors. Customer¿s blood glucose was 126 mg/dl at the time of incident. The customer stated that insulin pump had failed battery alarm and no delivery alarm. Troubleshooting was declined. The insulin pump will not be returned for analysis.